Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified force sensor test. Using the power up process and checking and testing the force sensor, the reported issue was unable to be duplicated, all the readings of the force were within the required specifications. The root cause of the problem was customer induced via the customer's disturbance of the pump during its self-test process. This was determined by observing that the steady state reading of the forces sensor was significantly lower than the force sensor reading recorded in the ehl during the pump's startup self test. Performed preventative maintenance and all functional testing. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.